Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a crack on display screen. Customer does not know how damage occurred. Customer's blood glucose was 100 mg/dl. During troubleshooting, customer reported that small crack did not prevent reading of display screen. Customer was advised to monitor insulin pump. No further information provided.